Manufacturer narrative:
The product was not returned. A video was provided. The cataract removal was shown. The lens and cartridge preparation were not shown. The cartridge tip comes into view at the bottom of the screen and is inserted into the incision. The lens was advanced from mid-nozzle into the eye. Both haptics appear tucked in the optic fold. After the lens unfolds a linear mark or material is observed on the posterior surface. The material was not removed. The lens remained implanted. A qualified lens and handpiece were indicated with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. A linear mark or material was observed on the posterior surface of the optic in the provided video. The area/material was not removed. The nature and origin of the mark/material cannot be determined from the video. Per the instruction for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that during the cataract surgery with intraocular lens implant procedure a foreign material like the residue of coating of the cartridge came out together in the patient's eye. It was removed with irrigation and aspiration (ia) and the surgery was completed without product replacement. No additional information is expected.

Event description:
Additional information received and stated that, it is difficult to confirm again to the surgeon whether the material was removed during the surgery or not.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).